Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 150 mg/dl-high: although specific value not provided. Elevated blood glucose levels were addressed by changing the infusion set and manual insulin injection. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.